Event description:
The surgeon reported in form of an sae that a pt who had been part of a clinical trial had the acetabular component and femoral head revised. The pt has been terminated from the study. It was added that the acetabular component had loosened and the device was revised on the (B)(6) 2011. It was also reported that the new implants were a trilogy acetabular modular system and an exeter femoral head. It was added that the adverse event has been resolved with no residual impairment. Please see below for the description of the adverse event. The outcome of the revision surgery was described as "mobilising well, wound healed, leg length equal and x-rays".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.